Event description:
It was reported that a patient underwent an anterior lumbar spinal fusion using a lumbar plate system. During a post-operative visit approximately 3 weeks after surgery, x-rays were taken and showed that the top of the plate had pulled out. The patient had a cat scan with contrast which revealed one of patient's large veins was close enough to the construct to cause concern. A revision surgery was performed to remove the anterior plate and implant posterior hardware to secure the fusion instead. During the revision, it was found that all three of the screws in the plate were loose prior to being removed. Patient alleges that by undergoing the revision surgery, the recovery was "gruelling" and much more painful by far than the last. The patient also reports suffering from retrograde ejaculation which did not occur after the first procedure. No further information could be obtained.

Manufacturer narrative:
Corrected/additional information: devices of multiple part/lot numbers were implanted during the procedure including: part: 9873135 / lot: 0290155w (3-hole 35mm plate) mfg date: 2013-11-12.

Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 8969121/ lot: unknown, unknown variable angle screw (x3). Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.